Event description:
The user facility reported that the radifocus guidewire m product was used for shunt pta. The guidewire seemed to have got fracture at the distal section. The fracture was retrieved with snare and the case was completed successfully. The procedure outcome was not reported. It is unknown if any other devices or equipment were used with the reported product. The final patient impact was not serious.

Manufacturer narrative:
Expiration date: unknown due to unknown lot number. UDI - n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. Manufacture date: unknown due to unknown lot number. (B)(4). PMA/510(k): k926214. The actual device was returned for product evaluation. The fragment and the main body were returned. Visual inspection of the actual sample found that the fragment and the main body measured approximately 100 mm and 1400 mm respectively. The total length was equivalent to that of a normal sample, it was considered that no portion was missing from the actual sample. Fragment: approximately 100 mm in length. Main body: approximately 1400 mm in length. Total: approximately 1500 mm (normal product: approximately 1500 mm). Magnifying inspection of the fractured area obtained the following results. The fracture end of both the fragment and main body had been tapered. The core wire was exposed at the fracture end of the main body. Electron microscopic inspection of the fractured area obtained the following results. Multiple creases were observed on the outer layer surface of both portions. Multiple scratches were observed on the outer layer surface of the fragment. Magnifying inspection of the area other than the fractured found no anomalies such as a scratch in the appearances. The outer diameter of the actual sample was measured and confirmed to meet the factory's control standards. No anomaly was observed. The outer layer was removed to confirm the state of core wire. Under an electron microscope, the following results were obtained. The fracture end of both portions were found flat, not tapered. Radial pattern was observed on the fracture surface of both portions. It is known from our past simulation tests that the guidewire may get fractured when it has been subjected to one of the forces described below. In addition, the state of the ends of fractured core wire presents some regularity depending on the mechanism of the fracture. 1.1 repeated bending force at a 90-degree angle: the fracture ends are not deformed in taper shape and dimple pattern is observed on the fracture surface. The mechanism of fracture is thought to be different from that of the actual sample. 1.2 continuous one-way torque force to a bent wire: the fracture ends are not deformed in a taper shape and radial pattern is observed on the fracture surface. This state is considered similar to that of the actual sample. 1.3 one-way pulling force: the fracture ends become tapered. The mechanism of fracture is thought to be different from that of the actual sample. 1.4 pulling force to a looped wire: the fracture ends become curved and tapered. The mechanism of fracture is thought to be different from that of the actual sample. Review of manufacturing records or shipping inspection records could not be performed since the involved product code/lot combination was unknown. A search of the complaint file could not be performed since the involved product code/lot combination was unknown. From the results of the investigation, it was inferred that the actual sample might have been exposed to torque force when kept curved, which resulted in the fracture of the core wire due to metal fatigue at approx. 100 mm from the distal end. Subsequently, it was likely that the outer layer was torn off due to the pulling force caused during withdrawal of the actual sample, which resulted in the complete breakage inside the patient body. As it was confirmed that the total length of the fragment and main body was equivalent to the length of a normal sample, it was presumed that there was no portion missing from the actual sample. IFU states: "warnings - if any resistance is felt or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wires tip, damage to the catheter, or damage to the vessel." (B)(4).